Event description:
A site nurse reported that at the end of a frontal endoscopic sinus surgery (fess) that the screen became unresponsive and the crosshairs went red. When they pulled up tracking details, the emitter and axiem box showed a communication error. As a system re-boot did not resolve the issue, the surgeon opted to complete the procedure without the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement axiem communication cable shipped to site (B)(4) 2013. Replacement axiem integrated 4port shipped to site (B)(4) 2013. A medtronic representative, trouble-shooting at the site with the reporting nurse, removed suspect cable and axiem 4port and installed replacement devices to resolve the issue. Suspect devices have not been returned to the manufacturer for further evaluation.

Manufacturer narrative:
The axiem 4 port integrated system was received by the manufacturer for evaluation. Electrical evaluation performed finding the amber fault led is on continuously. The cranial application shows red status and displays error "axiem emitter low drive error". Diagnostics shows a fault light on all 9 coils on the transmitter coil array (tca) drive current line.